Event description:
It has been reported to philips the customer called and stated that the AED is not recognizing new pads. The customer stated that he has placed several sets of pads on the AED and the AED keeps stating that the pads are not usable with in a months time period. The last set of pads was inserted (B)(6) 2023. The AED is under warranty and to be exchanged at zero cost to the customer.